Manufacturer narrative:
Corrected data: e2, e3 & g2 (inadvertently, omitted on the previous follow-up report).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged scope detection bar could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light are flashing on the lightsource when there was no scope connected. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the damage of the scope detection bar. Additionally, evaluation found the scope socket was worn out. The investigation is ongoing. E2 was inadvertently marked on this report. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.